Event description:
The customer reported that he was hospitalized with a blood glucose reading of 32 mg/dl. The customer stated that he was in a car accident prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was correct, and the insulin pump was not exposed to a high magnetic field. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.